Event description:
A surgeon reported a patient experienced an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a follow up, the surgeon reported the outcome of the event as "poor". In the surgeon's opinion, the device did not cause/contribute to the event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Result from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested by fax and email on 01/22/2009. A completed questionnaire was received on 01/29/2009. This report was mailed to FDA on: 02/20/2009.